Manufacturer narrative:
Philips service replaced parts, performed calibration, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a beam propeller movement brake feedback error caused c-arm movement issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.